Event description:
Follow-up to the treating physician provided that the increase in seizures was not related to vns. The provider reported that the patient recently had her vns generator pack replaced and has been adjusting settings regularly. At last clinic visit patient was reporting similar seizure frequency to prior documentation. The increase in seizures was not worse than before the patient had vns. The most recent diagnostics were reportedly normal, with no signs of dysfunction and it was not at end of battery life.

Event description:
It was reported by a company representative that a patient had her vns settings turned back to her previous settings after a replacement. The patient then reports she had an increase in grand mal seizures and fell and broke a rib and her tail bone. She requested the physician turn down her settings, which she did, but she fell again later. Additional relevant information has not been received to-date.